Event description:
The recipient reportedly experienced device migration and sound quality issues. The recipient presented with swelling and a painful lump behind the ear. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. During surgery, proper electrode array position was confirmed, therefore the decision was made to explant the device due to sound quality issues. The external visual inspection revealed cut silicone overmold on the top cover and damaged silicone overmold on the bottom cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.